Event description:
It was reported that the patient experienced st segment elevations. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician was advancing the was when the patient experienced st segment elevations. A coronary angiogram was performed due to a suspicion of an air embolism. The angiogram showed that there was a blockage in the right coronary artery. The physician repurfused the right coronary artery after the angiogram was performed but the patient experienced ventricular fibrillation. The patient was defibrillated due to this but was unsuccessful. The patient then received CPR and was put on extracorporeal membrane oxygenation (ECMO) support. Following these interventions the patients cardiac function appeared relatively good. The procedure was ended with no closure device implanted. The patient remains in the ICU with ECMO support recovering from this event.